Event description:
The customer reported that the 400-2100, ground pad tds adult end conn. Was being used on (B)(6) 2023 during a septoplasty, turbinate reduction and "this morning we had an incident with the grounding pad, causing a 2nd to 3rd degree burn at the pad placement site. Patient was discharged home with dressings. In the recovery room antibiotic ointment was applied with nonstick dressing. A prescription for silvadene was sent to patient¿s pharmacy. Patient was seen by md. Patient was stable at time of discharge but complained of pain at the site.". This report is being raised due to the reported injury of a burn of 2nd to 3rd degree to the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event of patient burned is confirmed. The device will not be returned for evaluation; however, photographic evidence was provided. The likely cause for this event was lack of skin preparation as noted in the IFU. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as the application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high-current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Avoid skin-to-skin contact when positioning the patient, using dry gauze where necessary. Select a well-vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prostheses or near ECG electrodes and cables. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: after further assessment it was found that no prep was done to the site where the pad was applied which was the left anterior thigh "I have never had to shave previously even when there is a lot of hair and have had no issues.". The electrosurgical settings were 20/20. The customer reported that the 400-2100, ground pad tds adult end conn. Was being used on (B)(6) 2023 during a septoplasty, turbinate reduction and "this morning we had an incident with the grounding pad, causing a 2nd to 3rd degree burn at the pad placement site. Patient was discharged home with dressings. In the recovery room antibiotic ointment was applied with nonstick dressing. A prescription for silvadene was sent to patient¿s pharmacy. Patient was seen by md. Patient was stable at time of discharge but complained of pain at the site.". This report is being raised due to the reported injury of a burn of 2nd to 3rd degree to the patient.